Manufacturer narrative:
E1. Initial reporter phone #: (B)(6) initial reporter facility name: the fourth affiliated hospital of (B)(6) h6. Investigation summary: bd received one (1) sample and one (1) photo for investigation. The sample and photo were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes, one tube had air bubbles in the gel. There was no report of patient impact.